Manufacturer narrative:
Product ID 3550-29, lot# n431749, implanted: 2014 (B)(6); product type accessory product ID 9 7740, serial# (B)(4); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3998, lot# v010896, implanted: 2006 (B)(6); product type lead product ID 39565-65, serial# (B)(4); product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional review determined the following.

Event description:
It was reported, there was a possible problem with the neurostimulator reviewed/suspected/alleged. It was noted, the neurostimulator was implanted a month prior to report but the ins was not turned on the day prior to report when the issue was first noticed. It was reported, there were high impedances with no stimulation sensation at the time of the report, and they did not have details on the impedances. It was noted that programming was attempted but did not resolve. It was logged that a surgical procedure was then scheduled for the day of report as "all other ts did not resolve" the day prior to report. It was noted that during the procedure on the day of report they tried a new lead, but this did not resolve the issue, then they tried a new neurostimulator and this resolved the impedance issue. It was logged they explanted the neurostimulator and were returning it for analysis. Additional information received reported there was a neurostimulator with high impedance and the high impedances were discovered during the procedure. It was noted, the product was explanted on 2014(B)(6) and implanted on 2014 (B)(6). It was logged the product would be returned and it was replaced by a medtronic product. It was reported, there were high impedances of >10,000. It was noted that the first time, only #6 was high, then after the doctor removed the leads and replaced them #3, #4, #6, and #10, #11, #14 were high. It was logged they then removed the leads and tried again. It was noted that all the while they were wiping down the leads, fully inserting them and then screwing down until the "click "was heard. It was logged that with every removal and replacement of leads the impedances got worse and worse, until they checked impedances with a multi lead trialing cable and they all came back normal. It was noted this led them to replace the battery, thinking the battery was malfunctioning. It was reported, the actions required as a result of the event were explant and replacement. It was noted, the diagnostic testing or troubleshooting performed was the impedance testing in which the leads were removed and replaced multiple times and impedances also were then checked with a multi lead trialing cable and found to be normal. It was logged that the cause of the issue was not determined. It was noted that the 39565-65 surgical lead was implanted 2041 (B)(6) and had no alleged product issue, but there was still high impedances of >10,000. It was reported this was the lead implanted during which the high impedances were obtained, but in testing the lead with the multi lead trialing cable and having normal impedances they assumed the issue was not with the lead, but with the neurostimulator. It was then clarified, on (B)(6) 2014 the patient came in for a neurostimulator replacement for a neurostimulator that had depleted prior to surgery, and so they could not perform an impedance check prior to the surgery. It was reported that while in surgery then the new neurostimulator was implanted and connected to the then 3998 specify lead, the impedances were all high. It was logged that for that reason they plugged the new neurostimulator and left it implanted and rescheduled for a lead revision. It was noted that at that point the new neurostimulator had not been used and on (B)(6) 2014, the patient returned to the operating room and they replaced the 3998 specify lead with the 39565-65 surgical lead and they externalized it with extensions for an overnight trial of the lead. It was reported the patient loved it, and the next day they returned to the operating rom to connect the lead to the never been used neurostimulator. It was reported that this was when impedances started to result in >10,000. It was noted that multiple troubleshooting events occurred, until they finally opened and implanted another new neurostimulator. It was noted the health care provider did not want to be charged for the new battery as he was convinced the previous, never been used battery was malfunctioning. It was logged that the patient status at the time of the report was alive with no injury and there were no patient symptoms or complications associated with the event.

Event description:
Additional information received reported that the implantable pulse generator (ipg) was sent back to the manufacturer today.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was reported that the ins was functionally ok, with insignificant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.